Manufacturer narrative:
The analysis concluded that the export of the patient folder failed because the overwrite function does not permit to erase read only files. The issue happens if a patient folder with the same name already exists in the intermediate folder or in the usb. This issue was already addressed through the continuous improvement process of our products. D4 UDI# : unknown. Corrected data: - b4 date of this report, - d4 model number / catalog number / serial number, - g3 date received by manufacturer, - h2 if follow-up, what type, - h3 device evaluated by manufacturer, - h4 device manufacturer date : empty, - h6 adverse event problem and, - h10 additional narratives/data.

Event description:
The surgeon created a biopsy case (1 trajectory) on the laptop and export it on the usb key (format ntfs) with success. He modified the trajectory on the same patient folder and try to export it again on the same usb key. It was impossible for the surgeon to export the case. He tried with multiple usb keys. He decided to create another case with one trajectory. This solution worked. Delay 30 min, no patient impact.

Manufacturer narrative:
UDI#: (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The surgeon created a biopsy case (1 trajectory) on the laptop and export it on the usb key (format ntfs) with success. He modified the trajectory on the same patient folder and try to export it again on the same usb key. It was impossible for the surgeon to export the case. He tried with multiple usb keys. He decided to create another case with one trajectory. This solution worked. Delay 30 min, no patient impact.